Manufacturer narrative:
Hu, z.-w., chen, l., ma, r.-q., deng, j., wen, w.-p., and lei, w.-b. (2022). Effect of bilateral vocal fold microsuturing on voice quality improvement in patients with anterior glottic webs: a retrospective observational study. Journal of voice, 39(2), 531 to 537. Https://doi.org/10.1016/j.jvoice.2022.08.016. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in journal of voice that a retrospective observational review of medical records was conducted on patients with anterior glottic stenosis who underwent just carbon dioxide (co2) laser surgery between may 2014 to april 2021, to determine whether a modified procedure involving the combination of bilateral vocal fold mucosal flaps and microsurgical sutures for anterior glottic web management can effectively reduce the recurrence rate of laryngeal stenosis and improve the voice quality. A total of 102 patients who underwent carbon dioxide (co2) laser surgery were included in the study and divided into two groups with or without microsuture according to their surgery records. Outcome measures including 30 item voice handicap index (vhi 30) was used to evaluate the voice function and the severity of stenosis was graded according to the european laryngological society classification. The results of the study identified that the microsuture group had a significantly lower reoperation rate after the first operation as well as after each operation. Also, the microsuture group had a lower number of operations than the non-microsuture group and the microsuture group had a lower probability of undergoing reoperation. No significant difference in the operation interval period was found between the two groups. The vhi 30 test results indicated that the patients voice function significantly improved in both groups, but the microsuture group showed a higher rate of improvement than the non-microsuture group. The study findings indicate that using apposition sutures on both vocal folds, without adding a keel, is an effective surgical method for preventing recurrence and enhancing voice quality.

Event description:
It was reported to boston scientific via an article published in journal of voice that a retrospective observational review of medical records was conducted on patients with anterior glottic stenosis who underwent just carbon dioxide (co2) laser surgery between may 2014 to april 2021, to determine whether a modified procedure involving the combination of bilateral vocal fold mucosal flaps and microsurgical sutures for anterior glottic web management can effectively reduce the recurrence rate of laryngeal stenosis and improve the voice quality. A total of 102 patients who underwent carbon dioxide (co2) laser surgery were included in the study and divided into two groups with or without microsuture according to their surgery records. Outcome measures including 30 item voice handicap index (vhi 30) was used to evaluate the voice function and the severity of stenosis was graded according to the european laryngological society classification. The results of the study identified that the microsuture group had a significantly lower reoperation rate after the first operation as well as after each operation. Also, the microsuture group had a lower number of operations than the non-microsuture group and the microsuture group had a lower probability of undergoing reoperation. No significant difference in the operation interval period was found between the two groups. The vhi 30 test results indicated that the patients voice function significantly improved in both groups, but the microsuture group showed a higher rate of improvement than the non-microsuture group. The study findings indicate that using apposition sutures on both vocal folds, without adding a keel, is an effective surgical method for preventing recurrence and enhancing voice quality.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Hu, z.-w., chen, l., ma, r.-q., deng, j., wen, w.-p., and lei, w.-b. (2022). Effect of bilateral vocal fold microsuturing on voice quality improvement in patients with anterior glottic webs: a retrospective observational study. Journal of voice, 39(2), 531 to 537. Https://doi.org/10.1016/j.jvoice.2022.08.016. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.